Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing had become disconnected from the infusion set tubing. Customer connected the tubing and observed air bubbles. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer was able to resolve the issue by performing a cartridge and infusion set change.